Manufacturer narrative:
The customer further reported that there was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. The device was returned. Device evaluation anticipated; but not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the suction channel tested positive for 5-25 colony forming units (cfu) per endoscope of revivable microorganism. The user did not report any other contamination or serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to d4. Correction to h10 of the 3rd supplemental report. Olympus provided the following result of the culture test, performed at the third-party labs where the results were: sampling date: jul 28, 2023. 1. Sampling from: biopsy channel (ch) cfu: 2cfu. Bacterial identification: gram-positive bacteria. 2. Sampling from: suction ch cfu: <1cfu bacterial identification: n/a 3. Sampling from: air/water ch cfu: <1cfu bacterial identification: n/a 4. Sampling from: auxiliary water ch cfu: <1cfu bacterial identification: n/a. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation the legal manufacture reviewed the device evaluation and added the following additional reportable malfunctions: - foreign material in suction channel - foreign material in air/water channel - foreign material in biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: for event 1: positive in culture test, a root cause could not be determined. For event 2: foreign material in suction channel the foreign material could not be identified. As the user reprocessing method was not shared it is unclear if the reprocessing steps at detection of bacteria had a deviation from instructions for use (IFU) or not. The material may not have been removed due to physical damage of the device. From the device evaluation the suction cylinder and plug were found to be scratched. For event 3: foreign material in air/water channel the foreign material could not be identified. As the user reprocessing method was not shared it is unclear if the reprocessing steps at detection of bacteria had a deviation from IFU or not. The material may not have been removed due to physical damage of the device. From the device evaluation the air/water cylinder was found to be scratched. For event 4: foreign material in biopsy channel the foreign material could not be identified. As the user reprocessing method was not shared it is unclear if the reprocessing steps at detection of bacteria had a deviation from IFU or not. The material may not have been removed due to physical damage of the device. From the device evaluation the mouthpiece, channel mount and biopsy channel were found to be scratched. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU after repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information regarding microbial testing of the device. The device was retested after repair. The air/water channel was sampled and tested positive for less than one (1) colony forming units (cfu) of revivable microorganism. The obtained results were in conformance with the requirements. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted for additional information received regarding microbiological testing of the device. Please see update to d8, d9, h3, h6 and h10. Prior to device evaluation, olympus scope was sent to an independent laboratory for culture testing. All channels were cultured and more than 100 colony forming units (cfu) per endoscope of staphylococcus coagulase negative was identified. The device was retested after 11 days . All channels were cultured and more than 100 cfu per endoscope of staphylococcus coagulase negative was identified. The test results indicated that the microbiological quality of the endoscope was not satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with water bacteriologically controlled. After a second microbial sampling including complete cleaning, disinfection and sterilization (cds) treatment in between, the product was still contaminated. The device was evaluated. A visual check indicated scratches inside the air/water cylinder, suction cylinder, suction plug and insertion section mount. The biopsy channel was deformed. The adhesive of the bending section cover was separated. The bending tube movement was out of specification. The air supply volume and water supply volume did not reach the standard value. A new microbiological sampling will be done at the end of the repair. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted for additional information received regarding microbiological testing of the device. Please see updates to h10. Since the microbiological test results from the previous sampling were not in conformance with the requirements, the device was re-tested on 04-jul-2023 after device evaluation. All channels were sampled and more than 100 colony forming units (cfu) per endoscope of staphylococcus coagulase negative was identified. The obtained results were not in conformance with the requirements. The device will be reprocessed and a new sampling will be performed.